Event description:
It was reported that during a biopsy procedure, the needle was allegedly broke off in the patient. It was further reported that needle found to be incorrect size for the stylet. There was no reported patient injury.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd (B)(4). As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2024).

Event description:
It was reported that during a biopsy procedure, the needle allegedly broke off in the patient. It was further reported that needle was found to be incorrect size for the stylet. Reportedly, the patient had to go to the interventional radiology department for removal of the needle tip. The current status of the patient was unknown.

Manufacturer narrative:
H10: d4 (expiration date: 12/2024), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one blunt stylet, coaxial needle, and depth stop was returned for evaluation. During visual evaluation, the coaxial needle appeared to have residue throughout and it was noted that the tip of the coaxial needle was broken. The coaxial cannula was noted to be broken from the hub and the broken piece of the distal end of the coaxial cannula was not returned. There were no visual anomalies noted on the device. Upon dimensional evaluation, the outer diameter of the blunt stylet was measured, and found to be within the acceptable range. But, the inner diameter of the coaxial and the length of the coaxial needle were measured, and found to be not within the acceptable range. Therefore, the investigation is confirmed for the reported break as the coaxial cannula was noted to be broken. However, the investigation is inconclusive for the reported device-device incompatibility as the incomplete device returned (mission instrument) and also the received sample is being unsealed, the dimensional observations may be not considered. A definitive root cause for the alleged break and device-device incompatibility could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 12/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the needle was allegedly broke off in the patient. It was further reported that needle found to be incorrect size for the stylet. Reportedly, patient had to go to the ir department for removal of needle tip. There was no reported patient injury.